Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 556 mg/dl. The customer stated that he used the pump first to bolus and if the blood glucose does not go down, he will use the pen. The customer was neither in the emergency room or hospital. The customer stated that he had a bent cannula on (B)(6) 2016 which caused him to have high readings. The customer declined to troubleshoot the pump.